Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was a complete loss of therapy on the left functioning lead. Contacts 13-12-11, and 9-8 were over 10,000 ohms. The issue was identified when a rep was called by the office to meet the patient at the doctor's office to check the stimulator and possible reprogramming. An impedance check and complex reprogramming were performed. No recoverable beneficial stimulation was found. Multiple programmings were attempted using all viable contacts. The patient had almost no, probably zero, stimulation at 10.5 amps. They tried multiple options with pulse width, rate and amps to no avail. There was vaginal pain with stimulation for the last two months, but the patient did not report it to the rep or to the office. The rep could not reproduce that stimulation pattern for her as the rep could not produce any beneficial or noxious stimulation for her anywhere. The rep could not reproduce her complaint with either the right or left lead with any contact combination. The rep did not turn on any contact over 10000 ohms. The issue was not resolved at the time of the report. No surgical intervention occurred and none was planned. It was noted that the patient could not have more elective surgery due to an issue with her lungs. The patient's relevant medical history includes post lumbar laminectomy syndrome and spinal pain.